Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritonitis dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing, doses, routes and frequencies were not reported) for peritonitis. It was reported that the patient was discharged after being hospitalized for four days. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.